Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white foreign matter was found in the bd luer-lok¿ tip syringe. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that white foreign matter was found in the bd luer-lok tip syringe. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
One sample was received for evaluation. The sample had damage on the face of the syringe barrel with plastic shavings coming off the area that was damaged. This was likely caused by a jam on the assembly machine which led to the barrel of the syringe getting damaged. Specific root cause unknown, however it is likely an isolated incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. As per request, ftir analysis was completed on the dark embedded piece of material observed in the roof of the barrel of a syringe from an open blister pack. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The analysis shows that this material most likely polypropylene mixed with cellulose and lignin. Likely caused by a jam on the assembly machine which led to the barrel of the syringe getting damaged.